Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a bent injector. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photo shows a company handpiece with lot information. The reported issue could not be confirmed. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger damaging the cartridge and lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in march 2022. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with the description of a bent injector that cracked 2 cartridges, and destroyed 2 lenses in the same patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).